Manufacturer narrative:
Physician programmer: 8840, serial# unk; catheter model: 8709, lot# j0056649r, implanted: 2001-(B)(6), explanted: unk; catheter model: 863740, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; pump model: 8637-40, serial #: (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that patient experienced an underdose with increased pain following a pump replacement. It was stated that the pump was replaced due to normal battery depletion. During the surgery the catheter was unable to be aspirated so a back table prime was done to the pump using 0.199ml. The programming was indicated as not to be correct and device troubleshooting was done. Drugs infused via the device were morphine 8mg/ml clonidine 600mcg/ml and bupivacaine 40mg/ml. It was later reported that the patient was on high doses of clonidine and bupivicaine intrathecally. She complained of increased pain and had a temp of 102.4'f. The physician gave oral clonidine to the patient because he did not feel that the patient's pump or catheter was compromised due to good results prior to the replacement. The patient recovered well after the oral clonidine and her temperature went back to normal. The patient has had no other issues with the therapy and was doing well.